Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which extension was exhibiting high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-30848. It was reported that the patient's extension was exhibiting high impedances during the implant procedure. As a result, the extension was replaced, resolving the issue.